Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level and insulin pump had a no delivery alarm and low reservoir alarm. The customer's elevated blood glucose level was around 300-400 mg/dl. The customer's current blood glucose was 137 mg/dl. The customer was advised that when the no delivery alarm could be due to no insulin in the reservoir and also advised to change the reservoir when the pump alerts the no insulin. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.